Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient suffered a perforation, and developed cardiac tamponade. This occurred when the right ventricular (rv) lead was repositioned for better non-apical placement due to lack of capture. The lead remains in use. No further patient complications have been reported as a result of this event.